Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject 008-00073 shout - tornier shoulder outcomes study left shoulder pain. Subject experienced increased pain in shoulder. The CT showed early loosening of the central screw on the baseplate. 2 stage-revision surgery:(B)(6) 2022 : subject underwent resection arthroplasty with placement of antibiotic spacer (1st stage revision) (B)(6) 2022 : implantation of revive due to subject experienced increased pain in shoulder. The CT showed early loosening of the central screw on the baseplate (2nd stage revision)".